Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely that communication failure occurred due to cable failure, resulting in occasional image defects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during preparation for use for a diagnostic hysteroscopy, the subject device had an occasional splash screen. The intended procedure was completed using the same set of the equipment. No delay and no patient harm reported.